Event description:
It was reported by the customer in (B)(6) that during a meniscal repair procedure on (B)(6) 2022, it was observed that the meniscal applier, omnispan device would not fire again. Another device like was used to complete the surgery. There were no adverse consequences to the patient nor surgical delay reported. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: both photo of the alleged device and the actual complaint device were received for evaluation. Visual inspection of the photo revealed the meniscal deployment gun with the upper latch open, needle and implants could not be observed attached in the device. Hands on analysis should provide the evidence necessary to confirm the root cause. According with the visual inspection of the photo, we cannot discern a definitive root cause for the reported failure and considering that the device was not tested and the photo doesn t provide enough evidence about the needle and implants, this complaint cannot be confirmed. The misfiring failure could be related to procedural variables at the moment of inserting the needle to the deployment gun. Once the operator attempted to do the first shoot, the tip of the pusher rod gets bent leading a failure in the deployment. Another possible root cause is when the tip of the pusher rod gets stuck due to the needle insertion, this could result in a misfiring. However, it cannot be conclusively affirmed. As per IFU: indications for a needle insertion and a successful deployment are provided. Visual inspection of the actual complaint device revealed wear use. The needle and the implants have not been returned. It could be observed the tip of the pusher rod bent. Also, it could be detected rust presence on the tip of pusher rod. Finally, the shaft and the triggers no anomalies could be found. According with the visual inspection result, this complaint can be confirmed. The possible root cause for misfiring could be related to procedural variables at the moment of inserting the needle to the deployment gun. Once the operator attempted to do the first shoot, the tip of the pusher rod gets bent leading a failure in the deployment. However, it cannot be conclusively affirmed. As per IFU: indications for a needle insertion and a successful deployment are provided. A manufacturing record evaluation was performed for the finished device lot number: 9l04372, and no nonconformances were identified. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.